Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0322216v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389-40, lot# j0322216v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
It was reported that in (B)(6) 2014 the patient had some problems with the deep brain stimulator system. There were increased impedance signals and the healthcare professional had felt that the system would need to be replaced in order to address the increased impedance levels which had indicated a possible short within the system. They had tried to change the patient¿s electrode configuration in order to not have to replace the system. They had been doing this for the past several months prior to the date of this report. On the date of this report the patient programmer was reading out of regulation range (oor). The patient¿s husband had changed the batteries on the patient programmer and the code was still appearing. The programmer would not let him do anything, the husband had tried to turn the device off and on. The patient was going to be seen by their healthcare professional at 3pm on the date of this report for reevaluation and possible adjustment of stimulators. It was recommended that therapy and electrode impedance measurements be taken at the appointment. On the right side the amplitude had been decreased to 2.3volts, pulse width was 60 microseconds and the rate was 130hz. The electrode configuration was c+2-, impedance measurement was 1005 ohms and current measured was 2.324 milliamperes. On the left side the amplitude was increased to 1.6v, pulse width was 60 microsecond and the rate was 135hz. Electrode configuration was c+1-, impedance measured 2439 ohms and the current was 0.683 milliamperes. It was noted that the battery reserve was bilaterally adequate. The patient had been originally implanted in 2003 and had a battery replacement in 2011. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Reference manufacturer¿s report number: 3004209178-2014-16370.